Manufacturer narrative:
Additional patient¿s identifier: (B)(6). Patient¿s weight is unknown. Date of event: date of postoperative distal locking screw breakage is unknown. This report is for one (1) unknown 5.0mm distal locking screw. Part and lot numbers are unknown. Without the specific part and lot number the UDI is not available. Implanted date: date of original implant is unknown. Explanted date: not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (510k #): unknown, as specific part number for distal locking screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail advanced (tfna) hardware removal and revision on (B)(6) 2017. The original procedure was performed on an unknown date. Subsequently, it was discovered that the patient may have fallen and the nail and the distal locking screw had broken. Removed hardware included one nail (broken at the level of the lag screw) and the lag screw(intact). The distal locking screw was found broken, and was left behind in the patient. The surgeon decided that there would be more damage to the soft tissue to remove it. The patient was revised to a stryker total hip prosthesis. Nothing untoward occurred during the procedure. The procedure was completed successfully with the patient in stable condition. Concomitant device reported: tfna screw 95mm (part # 04.038.095, lot # 7978175, quantity 1). This report is for one (1) unknown 5.0mm distal locking screw. This is report 2 of 2 for complaint (B)(4).